Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was not moving smoothly. Therefore, the reported condition that the blade of the device was stuck device was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electronic control unit (ecu) of the battery oscillator device was damaged, the device would not run, the motor and coupling were worn, and the trigger of the device did not move smoothly. It was further determined that the device failed pretest for functional test, trigger test, check saw head ratchet, check saw blade coupling, and general condition. It was noted in the service order that the saw blade of the device was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.